Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, reported that patient faced infusion set off during use. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off insertion area was cleaned, air dried and free from hair. Skin tac was adhesive aide and used at area of insertion. Infusion set has been used for 3-4 hours. The blood glucose level was 324 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.